Event description:
It was reported that the insulin pump alarmed motor error twice, either during a bolus attempt or during an infusion set change. The blood glucose reading was 259 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. The customer also reported that on another occasion, she experienced high blood glucose levels but declined troubleshooting; she had already treated with a manual bolus. The blood glucose reading at that time had been 403 mg/dl, and after treatment, it dropped to 335 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.